Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring =40 mg/dl with associated symptoms of difficulty speaking, unsteadiness when standing and walking, severe dizziness and confusion. The reporter stated that emergency medical services was called and the patient was treated with IV fluids. Troubleshooting by animas customer technical support revealed that the patient received an inadvertent infusion of insulin; 10 units of a 10-unit bolus was completed. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to a training/misuse issue; inadvertent infusion.